Event description:
Potential contaminated CPAP; my philips CPAP device is being recalled. I was sent the recall letter and registered my CPAP device. However it may take a year till replacement and/or corrective repair. As per philips letter, since my doctor determined I must still use my pending recall CPAP, I need an "inline bacterial filter" to prevent life-threatening injury including carcinogenic effects. However when I called philips at (B)(6) they stated they only deal with the CPAP device. They will not provide an "inline bacterial filter" for the recalled CPAP machine even though they state in the letter you must use one. The need for an "inline bacterial filter" is directly the result of the defective CPAP device. Philips should send one for the machines that consumers need to still use until they are replaced or repaired. Thank you (B)(6). FDA safety report ID # (B)(4).